Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿malar area edema¿ and a ¿late lump¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported their patient was injected with 0.5ml of juvéderm® voluma¿ with lidocaine in the malar area, bilaterally, and developed ¿malar area edema¿ and a ¿late lump¿ approximately 1 ¿ 1.5 years after injection. Patient was concomitantly injected with sculptra as well. No further information was provided.